Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms with multiple cartridges during the load process. Reportedly, customer would reload the same cartridge to resolve the issue. There was no known impact to the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.